Event description:
It was reported that the patient had an inappropriate shock. The doctor scheduled a procedure to check the electrode. While testing, the doctor determined that the pulse generator had migrated. The pulse generator was explanted and replaced onto the chronic electrode. There were no additional adverse patient effects.